Event description:
Bard ghiatas beaded breast localization wire found to have fine hairs and debris (white ring/disc) on the needle after procedure, however another needle also had fine hairs noted without being used. Product lot and ref numbers are unknown. Reference report: mw5150708.